Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber is broken within the outer flow tubing forward of the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and slight melting at break location; the fiber was tested with hene laser fixture, aim beam is present at break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that during a bph surgical procedure at 141,753 joules the "fiber broke under white sheathing." The fiber was exchanged and the procedure was completed with the second fiber at 4,347 joules. Both fiber tips were cleaned during the procedure. Patient outcome ok reported.